Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issues could not be conclusively specified. Regarding the issue of the gap at the hold ring, the device inspection result showed evidence of physical stress at the distal end. It was likely the distal end received physical stress during user handling. Regarding the issue of the issue of sediment between the hold ring and the distal end, physical stress on the distal end made a gap in the glue of the hold ring, which may have made reprocessing performance poor, which caused the event. Regarding the issue of the issue of use of insufficient / incorrect reprocessed device on next procedure, it was likely the facility staff was less trained in reprocessing and/or device handling according to the instructions for use (IFU). The instructions for use (IFU) states the following guidelines: ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Manufacturer narrative:
At the olympus service center, the customer¿s issue was confirmed. Angles were out of tolerance. In addition, it was shortened. The angulation worked, but the control knob felt too loose or light. Some sediment was found between the hold ring and the distal end. The adhesive around the light guide lens was porous due to wear and tear. The distal end cap insertion part was deformed/scratched. The hold ring had a gap in the adhesive. It was recommended the insertion part /bending tube be replaced due to movement. The insertion tube and protector/ connecting tube was scratched, the control unit/air/water nut and suction cylinder nut had paint peeling off, and the connector/plug unit had damaged housing, all of which needed repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera iii duodenovideoscope had angulation wire play. The intended endoscopic retrograde cholangiopancreatography (ercp) procedure was completed successfully with the same device. The procedure was completed with no delay and no deterioration in the state of health of any patient this device had been used on. During the evaluation of the device, it was noted there was foreign material (sediment) on the groove or gap of the distal end, the scope was incorrectly or insufficiently reprocessed, and there was a gap in the adhesive of the hold ring. This report is to capture the reportable malfunctions of foreign material (sediment) on the groove or gap of the distal end, the scope was incorrectly or insufficiently reprocessed, and there was a gap in the adhesive of the hold ring noted at estimation. No additional information is available at this time.